Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a surgical delay of an unknown amount of time due to trying to retrieve the broken drill bit.

Manufacturer narrative:
(B)(6). This report is for an unknown 2.0 drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 while drilling in screws for the right knee tib tubercle osteotomy anteromedialization a synthes 2.0 drill bit end broke off in the patient's tibia. The drill bit remained in the patient. The patient status is unknown. Surgical delay is unknown. This report is for an unknown 2.0 drill bit. This is report 1 of 1 for (B)(4).